Event description:
It was reported that in 2002 a pt with a long-standing history of coronary disease, diabetes mellitus, and severe peripheral vascular disease underwent a cardiac catheterization. Following deployment of an 8f sts angio-seal device, the pt developed signs of acute leg ischemia on the day of the event. Decreased pedal pulses were noted and a doppler study revealed no blood flow distal to the insertion site. No preplacement angiogram had been performed. Two days later, the pt's symptoms progressed on heparin and pt was transferred emergently to the or for a right femoral artery exploration. Chronic calcified arteriosclerotic disease was found above and below the arteriotomy site. Incision of the anterior wall of the artery was performed and a foreign body within the lumen of the vessel was removed and stent for pathological examination. A patch angioplasty was performed to improve symptoms; however, blood flow did not improve. Duplex ultrasound revealed a superficial femoral artery lesion and the decision was made to explore the above-knee popliteal area. A femoral-popliteal bypass graft was performed and blood flow was noted in the graft and distal popliteal. The next day, the leg was blue and cold and no further interventions could be entertained. Since the pt was beginning to show signs of septic shock, thought to be secondary to the ischemic limb, the pt was transferred emergently to the or for the above-the-knee amputation. The pt tolerated the procedure well and was sent to recovery in stable condition. Post amputation, the pt was recovering and discharge was planned for later in the week. The pt had been taking anticoagulant medications as prescribed.